Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: estonia this medwatch is being filed to relay additional information. Review of the most recent repair record determined the bottom roll was damaged and the ratchet was not working. The bottom roll, ratchet gear, and some screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plate that the graft was on was sliding unevenly, device felt like there was too much space between the plate and cutter. The graft came out the other end with uneven and damaged meshing. The team managed to fix the graft to usable condition, no additional graft was required. The event occurred during surgery. There was no reported patient harm, and a slight delay to fix the graft. Due diligence is complete, no further information is available at this time.